Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Correction to field h6: patient codes.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced cuff erosion and difficulty urinating. As a result, the device was explanted, with the possibility of future replacement. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced cuff erosion and difficulty urinating. As a result, the device was explanted, with the possibility of future replacement. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced cuff erosion and difficulty urinating. As a result, the device was explanted, with the possibility of future replacement. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.